Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficulty retrieving filter. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove filter. It was reported that during a carotid artery stenting procedure, after stent implantation, the emboshield embolic protection device (epd) was difficult to retrieve. The epd "winged, flattened out and collapsed" and could not be pulled into the retrieval catheter. The retrieval catheter was removed and the 6 french guiding sheath was advanced, successfully capturing and removing the epd. There was no adverse pt sequela. Though requested no additional information was provided.